Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the faulty pump into storage mode and return it using a prepaid label within 10 days, while continuing to use the current pump for insulin delivery.